Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils"), ovarian mass ("lesion in the ovary/ mass-like lesion within the left ovary, sub seroral fibroid"), ureterolysis procedure ("left ureterolysis"), pelvic adhesions ("adhesions") and ankylosing spondylitis ("ankylosing spondylitis") in a 44-year-old female patient who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("horrible pain"). In 2012, the patient experienced migraine ("migraines"), alopecia ("hair loss") and the first episode of abdominal pain ("abdominal pain").in (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain/ abdominal pain right lower quadrant") and nausea ("nausea"). On 19-jun-2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient underwent ureterolysis procedure (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ureterolysis procedure (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced adnexa uteri cyst ("fallopian tube with paratubal cyst"), pelvic pain ("worsening pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), pain in extremity ("left leg/ thigh pain") and hypoaesthesia ("left leg/ thigh numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy), surgery (oophorectomy), surgery (extensive lysis) and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian mass and adnexa uteri cyst had resolved, the ureterolysis procedure, pelvic adhesions, procedural pain, pelvic pain, arthralgia, back pain, fatigue, pain in extremity, hypoaesthesia, ankylosing spondylitis, fibromyalgia and neuropathy peripheral outcome was unknown, the migraine, alopecia, abdominal pain lower and nausea was resolving and the last episode of abdominal pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, ankylosing spondylitis, arthralgia, back pain, device dislocation, fatigue, fibromyalgia, hypoaesthesia, migraine, nausea, neuropathy peripheral, ovarian mass, pain in extremity, pelvic adhesions, pelvic pain, procedural pain, ureterolysis procedure, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: the repeat hysteroscopy was done on 30-nov-2012. Afterwards, plaintiff and physician¿discussed the very low probability that the coils are not in place appropriately,¿ per records. A CT scan of the abdomen on or about 19-jun-2015, showed ¿what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity.¿ clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. Also mass-like lesion within the left ovary, and a sub serosal fibroid were observed. A pathology report dated (B)(6)2016, offered noted that ¿the cornus also contain metal coiled wires,¿ one of which ¿extends into the endometrial cavity quite far.¿ diagnoses included a ¿left hemorrhagic fallopian tube with intraluminal hemorrhage¿ and ¿right fallopian tube with paratubal cyst.¿ on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropatlly. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. Essure lot number 898932 was inserted on (B)(6) 2012. Plaintiff also complained about nausea, abdominal pain right lower quadrant and worsening pelvic pain. An ultrasound showed also a mass-like lesion within the left ovary, and a sub serosal fibroid. Essure was removed on (B)(6) 2016. However some of her symptoms did not resolve after removal of the essure, she continued to seek treatment for complaints of abdominal pain and left leg and thigh pain/numbness. As such, on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropathy. Besides that, according to the plaintiff, she continues to suffer from her injuries including, but not limited to, abdominal pain, joint pain, back pain and fatigue, caused by the implantation of the essure device. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils"), ovarian mass ("lesion in the ovary/ mass-like lesion within the left ovary, sub seroral fibroid"), ureterolysis procedure ("left ureterolysis"), pelvic adhesions ("adhesions") and ankylosing spondylitis ("ankylosing spondylitis") in a 44-year-old female patient who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. In 2012, the patient experienced migraine ("migraines"), alopecia ("hair loss") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("horrible pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain/ abdominal pain right lower quadrant") and nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) and uterine leiomyoma ("sub seroral fibroid"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient underwent ureterolysis procedure (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ureterolysis procedure (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced adnexa uteri cyst ("fallopian tube with paratubal cyst"), pelvic pain ("worsening pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), pain in extremity ("left leg/ thigh pain") and hypoaesthesia ("left leg/ thigh numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy), surgery (oophorectomy) and surgery (extensive lysis). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian mass, uterine leiomyoma and adnexa uteri cyst had resolved, the ureterolysis procedure, pelvic adhesions, procedural pain, pelvic pain, pain in extremity, hypoaesthesia, ankylosing spondylitis, fibromyalgia and neuropathy peripheral outcome was unknown, the migraine, alopecia, abdominal pain lower and nausea was resolving and the last episode of abdominal pain, arthralgia, back pain and fatigue had not resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, ankylosing spondylitis, arthralgia, back pain, device dislocation, fatigue, fibromyalgia, hypoaesthesia, migraine, nausea, neuropathy peripheral, ovarian mass, pain in extremity, pelvic adhesions, pelvic pain, procedural pain, ureterolysis procedure, uterine leiomyoma, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: the repeat hysteroscopy was done on (B)(6) 2012. Afterwards, plaintiff and physician¿discussed the very low probability that the coils are not in place appropriately,¿ per records. A CT scan of the abdomen on or about (B)(6) 2015, showed ¿what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity.¿ clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. Also mass-like lesion within the left ovary, and a sub serosal fibroid were observed. A pathology report dated (B)(6) 2016, offered noted that ¿the cornus also contain metal coiled wires,¿ one of which ¿extends into the endometrial cavity quite far.¿ diagnoses included a ¿left hemorrhagic fallopian tube with intraluminal hemorrhage¿ and ¿right fallopian tube with paratubal cyst.¿ on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils'), ovarian mass ('lesion in the ovary/ mass-like lesion within the left ovary, sub seroral fibroid'), ureterolysis procedure ('left ureterolysis'), pelvic adhesions ('adhesions') and ankylosing spondylitis ('ankylosing spondylitis') in a 44-year-old female patient who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. Medical conditions: the repeat hysteroscopy was done on (B)(6) 2012. Afterwards, plaintiff and physician¿discussed the very low probability that the coils are not in place appropriately,¿ per records. A CT scan of the abdomen on or about (B)(6) 2015, showed ¿what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity.¿ clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. Also mass-like lesion within the left ovary, and a sub serosal fibroid were observed. A pathology report dated (B)(6) 2016, offered noted that ¿the cornus also contain metal coiled wires,¿ one of which ¿extends into the endometrial cavity quite far.¿ diagnoses included a ¿left hemorrhagic fallopian tube with intraluminal hemorrhage¿ and ¿right fallopian tube with paratubal cyst.¿ on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropatlly. In 2012, the patient experienced migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("horrible pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain/ abdominal pain right lower quadrant") and nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) and was found to have uterine leiomyoma ("sub seroral fibroid"). On (B)(6) 2016, the patient experienced abdominal pain aggravated ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient underwent ureterolysis procedure (seriousness criterion medically significant) and experienced pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced adnexa uteri cyst ("fallopian tube with paratubal cyst"), pelvic pain ("worsening pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), pain in extremity ("left leg/ thigh pain"), hypoaesthesia ("left leg/ thigh numbness"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (extensive lysis, oophorectomy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian mass, uterine leiomyoma and adnexa uteri cyst had resolved, the ureterolysis procedure, pelvic adhesions, procedural pain, pelvic pain, pain in extremity, hypoaesthesia, ankylosing spondylitis, fibromyalgia, neuropathy peripheral, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown, the migraine, alopecia, abdominal pain, abdominal pain lower and nausea was resolving and the abdominal pain aggravated, arthralgia, back pain and fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, ankylosing spondylitis, arthralgia, autoimmune disorder, back pain, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, migraine, nausea, neuropathy peripheral, ovarian mass, pain in extremity, pelvic adhesions, pelvic pain, procedural pain, ureterolysis procedure, uterine leiomyoma and abdominal pain aggravated to be related to essure. Lot number: 898932 manufacturing date: (B)(6) 2011, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils'), ovarian mass ('lesion in the ovary/ mass-like lesion within the left ovary, sub seroral fibroid'), ureterolysis procedure ('left ureterolysis'), pelvic adhesions ('adhesions') and ankylosing spondylitis ('ankylosing spondylitis') in a 44-year-old female patient who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. Medical conditions: *the repeat hysteroscopy was done on (B)(6) 2012. Afterwards, plaintiff and physician¿discussed the very low probability that the coils are not in place appropriately,¿ per records. A CT scan of the abdomen on or about (B)(6) 2015, showed ¿what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity.¿ clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. Also mass-like lesion within the left ovary, and a sub serosal fibroid were observed. A pathology report dated (B)(6) 2016, offered noted that ¿the cornus also contain metal coiled wires,¿ one of which ¿extends into the endometrial cavity quite far.¿ diagnoses included a ¿left hemorrhagic fallopian tube with intraluminal hemorrhage¿ and ¿right fallopian tube with paratubal cyst.¿ on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropatlly. In 2012, the patient experienced migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("horrible pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain/ abdominal pain right lower quadrant") and nausea ("nausea"). On 19(B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) and was found to have uterine leiomyoma ("sub seroral fibroid"). On (B)(6) 2016, the patient experienced abdominal pain aggravated ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient underwent ureterolysis procedure (seriousness criterion medically significant) and experienced pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced adnexa uteri cyst ("fallopian tube with paratubal cyst"), pelvic pain ("worsening pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), pain in extremity ("left leg/ thigh pain"), hypoaesthesia ("left leg/ thigh numbness"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (extensive lysis, oophorectomy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian mass, uterine leiomyoma and adnexa uteri cyst had resolved, the ureterolysis procedure, pelvic adhesions, procedural pain, pelvic pain, pain in extremity, hypoaesthesia, ankylosing spondylitis, fibromyalgia, neuropathy peripheral, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown, the migraine, alopecia, abdominal pain, abdominal pain lower and nausea was resolving and the abdominal pain aggravated, arthralgia, back pain and fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, ankylosing spondylitis, arthralgia, autoimmune disorder, back pain, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, migraine, nausea, neuropathy peripheral, ovarian mass, pain in extremity, pelvic adhesions, pelvic pain, procedural pain, ureterolysis procedure, uterine leiomyoma and abdominal pain aggravated to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: abnormal bleeding, headache, auto-immune symptoms, hypersensitivity symptoms. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils, wires extends into the endometrial cavity quite far'), ovarian mass ('lesion in the ovary/ mass-like lesion within the left ovary, sub seroral fibroid'), ureterolysis procedure ('left ureterolysis'), pelvic adhesions ('adhesions') and ankylosing spondylitis ('ankylosing spondylitis') in a 40-year-old female patient who had essure (batch no. 898932) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. The patient's medical history included uterine leiomyoma, endometriosis, paratubal cyst, uterine fibroids, pelvic mass, endometrioma and uterine enlargement. *the repeat hysteroscopy was done on (B)(6) 2012. Afterwards, plaintiff and physician¿discussed the very low probability that the coils are not in place appropriately,¿ per records. A CT scan of the abdomen on or about (B)(6) 2015, showed ¿what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity.¿ clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. Also mass-like lesion within the left ovary, and a sub serosal fibroid were observed. A pathology report dated (B)(6) 2016, offered noted that ¿the cornus also contain metal coiled wires,¿ one of which ¿extends into the endometrial cavity quite far.¿ diagnoses included a ¿left hemorrhagic fallopian tube with intraluminal hemorrhage¿ and ¿right fallopian tube with paratubal cyst.¿ on or about (B)(6) 2018, she presented for a rheumatology consult due to a positive ana 1:40 with a speckled pattern, a positive jo-1 and a positive hla-1327. She was diagnosed with ankylosing spondylitis, fibromyalgia, and neuropatlly. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("abdominal pain").on (B)(6) 2012, the patient experienced procedural pain ("horrible pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain/ abdominal pain right lower quadrant") and nausea ("nausea"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian mass (seriousness criterion medically significant) and was found to have uterine leiomyoma ("sub seroral fibroid"). On (B)(6) 2016, the patient experienced abdominal pain aggravated ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient underwent ureterolysis procedure (seriousness criterion medically significant) and experienced pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and neuropathy peripheral ("neuropathy"). On an unknown date, the patient experienced adnexa uteri cyst ("fallopian tube with paratubal cyst"), pelvic pain ("worsening pelvic pain"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), pain in extremity ("left leg/ thigh pain"), hypoaesthesia ("left leg/ thigh numbness"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms"), hypersensitivity ("hypersensitivity symptoms"), endometriosis ("endometriosis / endometrioma") and pelvic mass ("pelvic mass"). The patient was treated with surgery (extensive lysis, oophorectomy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian mass, uterine leiomyoma and adnexa uteri cyst had resolved, the ureterolysis procedure, pelvic adhesions, procedural pain, pelvic pain, pain in extremity, hypoaesthesia, ankylosing spondylitis, fibromyalgia, neuropathy peripheral, headache, genital haemorrhage, autoimmune disorder, hypersensitivity, endometriosis and pelvic mass outcome was unknown, the migraine, alopecia, abdominal pain, abdominal pain lower and nausea was resolving and the abdominal pain aggravated, arthralgia, back pain and fatigue had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, ankylosing spondylitis, arthralgia, autoimmune disorder, back pain, device dislocation, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, migraine, nausea, neuropathy peripheral, ovarian mass, pain in extremity, pelvic adhesions, pelvic mass, pelvic pain, procedural pain, ureterolysis procedure, uterine leiomyoma and abdominal pain aggravated to be related to essure. Lot number: 898932 manufacturing date: 2011-09 expiration date: 2014-09. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: one of the wires extends into the endometrial cavity quite far, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient dob, medical history added. Event endometriosis /endometrioma and pelvic mass added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices have migrated centrally and are mostly contained within the uterus and endometrial cavity / displaced essure coils"), ovarian disorder ("lesion in the ovary"), pelvic adhesions ("adhesions") and ureterolysis procedure ("left ureterolysis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "at the time of the essure placement, also performed an endometrial ablation as well" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("horrible pain"). In 2012 the patient experienced migraine ("migraines"), alopecia ("hair loss") and the first episode of abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / lower left-sided abdominal pain."). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ovarian disorder (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain that was gradually worsening"). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criterion medically significant) and underwent a ureterolysis procedure (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube cyst ("fallopian tube with paratubal cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and extensive adhesion lysis and left ureterolysis on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ovarian disorder and fallopian tube cyst had resolved, the procedural pain, pelvic adhesions and ureterolysis procedure outcome was unknown and the migraine, alopecia, abdominal pain lower and the last episode of abdominal pain was resolving. The reporter considered abdominal pain lower, alopecia, device dislocation, fallopian tube cyst, migraine, ovarian disorder, pelvic adhesions, procedural pain, ureterolysis procedure, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: the repeat hysteroscopy was done on (B)(6) 2012. Afterwards, plaintiff and physician"discussed the very low probability that the coils are not in place appropriately," per records. A CT scan of the abdomen on or about (B)(6) 2015, showed "what are favored to be essure tubal ligation devices have migrated centrally and are mostly contained within the uterus and endometrial cavity." Clinical correlation was recommended. On (B)(6) 2016, CT scans of the abdomen and pelvis were completed, which revealed a possible lesion in the ovary, as well as the displaced essure coils. A pathology report dated (B)(6) 2016, offered noted that "[t]he cornus also contain metal coiled wires," one of which "extends into the endometrial cavity quite far." Diagnoses included a "left hemorrhagic fallopian tube with intraluminal hemorrhage" and "right fallopian tube with paratubal cyst." Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.